Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had inadvertently switch pump with a sibling and due to different pump settings, the customer's blood glucose (bg) level elevated to over 600 mg/dl. The customer was nauseous and vomited twice. The ketone level was large. Multiple boluses via the pump were delivered to address the bg level. The contact had switched the pumps back to their rightful owners. Due to the large ketones and customer's breathing, the contact took the customer to the emergency room. Although multiple attempts were made for additional information, the contact did not reply to the requests.